Manufacturer narrative:
Nellcor puritan bennett considers this report closed. Should there be any change in information, nellcor puritan bennett would provide an updated report.

Event description:
Nellcor received information that a patient expired while monitored on the n-395. Additional information received reports a patient sensor was removed with the monitor alarming as intended, and the alarm silence button was pressed by the attending nurse. It is unknown if the patient was re-attached to the monitor prior to patient death. Later information from facility risk management stated that it was unsure if the monitor actually failed. The unit was alarming and audible in subsequent testing as reported by the facility. The data downloaded from the monitor supports that the signal was never reattained after the alarm. There appears to be no malfunction. (B)(4).